Manufacturer narrative:
The following other knee devices were also listed in this report: series 7000 standard tibia cat# 7115-0009, lot# m34mda. Unknown femur; cat# unk, lot# unk, unknown patella; cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's stiffness. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "devices removed for stiffness."